Event description:
The surgery center reported during a cataract and vitrectomy procedure the phacoemulsification unit displayed a software error and lost vacuum displaying a 2012-ih timeout software error that lead into a safe mode state. The surgery center completed the procedure using a backup unit. Although, the surgery center expressed they did not feel the unit was the suspected product and indicated it did not contributed to the cause or incident, the account did not feel comfortable using the unit until it was serviced. At this time, it is unknown if the vitrectomy was planned or unplanned. There was no consequence to the patient. No patient injury reported.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss confirmed the 2012 ¿ih timeout software error by reviewing the error logs. During inspection of the unit, the fss discovered a loose pin on the multi gold pin connector (stack press connector pin).the fss remade a connection on the connector between the instrument manager and subsystem controller board to resolve the reported error temporarily while the part was ordered . The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. On a separate visit, the fss replaced the stack press thru connector and performed an annual preventative maintenance (pm). The battery and filters were replaced as part of the pm. The fss performed a field service checklist. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.